Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an informational power on reset message displayed while the patient was trying to recharge. Therapy was stopped on (B)(6) 2016 due to the power on reset. It is unknown if the power on reset message was related to an overdischarge event. The patient was in the hospital 3 days prior to the report and was exposed to electromagnetic interference. The patient being in the hospital was not alleged to be related to the device or therapy. The patient successfully cleared the power on reset message and was able to turn therapy back on, resume at the last programmer parameters, adjust as needed, and therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.